Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3 (device was found ruptured upon explant).

Event description:
Healthcare professional reported left-side capsular contractures baker grade iii. Patient reported left implant was found ruptured upon explant. Device has been explanted.

Event description:
Healthcare professional reported left-side capsular contractures baker grade iii. Patient reported left implant was found ruptured upon explant. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior and radius, observed what appears to be like crater appearance on shell surface, wear abrasion and stress marks. Base on the device analysis the final assessment is: a pattern of crease sharp on anterior and radius side of opening shell assessed as fold flaw opening.